Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012710782); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012544078); product type: 0195-heart valves select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve implantation procedure, a pre-implant balloon dilation was performed with a size 23 balloon. Upon deployment, the valve did not open properly and appeared to be in a slightly tight space. The valve was recaptured and withdrawn from the patient. Another balloon dilation with a size 25 balloon was performed after the valve did not open properly. The medical team subsequently implanted a size 29 mm valve, resulting in a successful procedure. No patient complications have been reported as a result of this event.